Event description:
Upon opening for a case a brown unidentified contaminant was noted on a light handle in a basic pack. Per site reporter: a quality control investigation has been initiated by medline.